Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with mentor smooth round high profile 330cc saline prostheses experienced hashimoto¿s disease and fibromyalgia post procedure. Accompanying symptoms included migraines, asthma, joint pain, vitiligo, and unspecified gastrointestinal issues. These issues began roughly six years post implant. For treatment, the patient has taken several unspecified medications which resulted in weight gain and other unspecified side effects. As a result, the patient underwent explant on (B)(6) 2020. The presence of a substance described as black mold was stated to be present on and in the explanted devices. No pathology report has been made available to either confirm or deny the presence of mold at this time. The devices haven't been returned to us and we are therefore unable to independently verify the presence of any mold on the device. The side of the mold device was not indicated, therefore the mold event is being captured under the left sided device. If this information is made available to mentor in the future, then a supplemental report will be submitted. This report relates to the left prosthesis. See 1645337-2021-00610 for contralateral prosthesis report.